Event description:
On (B)(6) 2011, pt reported that she was hospitalized with hyperglycemia and diabetic ketoacidosis due to insulin not being delivered correctly through the infusion sets. Pt uses a competitor¿s infusion device and experienced several occlusions 3 days before she was hospitalized. She contacted the MFR of the infusion device to complete troubleshooting. Pt changed the infusion tubing 3 times on (B)(6) 2011. The error messages cleared on the infusion device, and pt assumed insulin was being delivered. Pt was admitted to the hosp on (B)(6) 2011 and discharged on (B)(6) 2011. Blood glucose elevated to the high-300 mg/dl range prior to hospitalization. Pt increased her basal rate to 200% and delivered correction boluses through the infusion device. Blood glucose was 300 mg/dl when she was admitted. Pt was treated with an insulin drip, and blood glucose decreased after approximately 24 hrs. Target blood glucose is 110 mg/dl. Pt reported the hosp tested the infusion tubing by completing a prime, and no insulin dripped from the tubing. Pt reported the tubing does not feel normal and is ¿bumpy.¿ infusion sets were replaced with a different type and requested for eval.